Event description:
It was reported that after three days of therapy, the intra-aortic balloon (iab) did not inflate properly and blood was found in the iab. It was also noted that an alarm was generated and pumping stopped. A new iab was inserted to continue therapy for another two days. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Visual examination of the provided photos show what appears to be dried blood inside the iab tubing. However, since the device was not returned for evaluation, we are unable to conclusively determine how dried blood entered inside the iab tubing. If the device becomes available for return, an updated evaluation will be provided. The evaluation confirmed the reported problem. Reference complaint #: (B)(4).